Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is cair. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot#: 22d27-t was not found for the reported catalog#: el200. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the neutraclear¿ needle-free connector was blocked during use. The following information was provided by the initial reporter: "the liquid does not drip through the infusion set if there is a neutraclear valve plug on the end."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 16-sep-2022. H6: investigation summary: two el200 samples from lot 22d27-t were received without packaging for investigation; the samples were received alongside two b. Braun 3-way stopcock extension sets. The returned el200 samples were subjected to functional testing by flushing with fluid; no occlusion or leakage was observed throughout testing. Furthermore the samples were then subjected to testing with the returned extension sets, again no occlusion was observed throughout testing. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. A review of the production records for lot 22d27-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that the neutraclear¿ needle-free connector was blocked during use. The following information was provided by the initial reporter: "the liquid does not drip through the infusion set if there is a neutraclear valve plug on the end."